Event description:
Pacemaker implanted (B)(6) 2016 for symptomatic heart block and near syncope, intermittent mobitz type 2, second degree heart block. (B)(6) 2026 underlying rhythm was sinus at 74 bpm.